Event description:
The patient had previously undergone a coronary artery stenting procedure which resulted in pseudo aneurysm formation in the iliac artery. One week later, the patient was treated for the pseudo aneurysm using the penumbra ruby coil and pxslim microcatheter. During this treatment, the physician reported that the catheter divided into two parts when advancing it into the rhv without any rough handling involved. No further incidents were reported and the patient had no adverse effect.

Manufacturer narrative:
Device investigation: results: the catheter appears to be fractured approximately 51.5 cm from the hub in the proximal shaft. The inner coil from the lumen of the catheter shaft is exposed outside of the fractured area. Conclusions: the complaint has been evaluated. The complaint indicates that during the insertion of the pxslim090 into the rhv, it fractured into two pieces which was confirmed during the investigation. The catheter fracture 51.5 cm from the hub is in the middle of the polymer extrusion and not at a material joint. The cause of the fracture cannot be determined from the description of the event. A penumbra representative was present and did not note any rough handling however, damage such as this is usually due to improper removal from the packaging prior to use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.